Event description:
The patient reported sudden onset of lower back pain after hearing a pop in their back while exercising. The patient has not used their device for over a year. Multiple attempts to obtain additional from the patient were unsuccessful.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and the waa being in use during the incident have been ruled out. Other potential causes of pain are improper waa programming parameters, migration, interference with a non-stimwave device, severe force applied to the implant excessive twisting or stretching and patient contraindicating conditions. However, the patient heard a pop in their back while exercising causing pain. The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching as the patient heard a pop in their back while exercising (user error - patient). The serial number of the device was not provided. Therefore, the device history record could not be reviewed. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events rates remain acceptably low; thus, CAPA is not required. Other adverse events rates will continue to be tracked and trended.